Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set. Hp was eventually able to reprime line and complete treatment. No patient injury or medical intervention required per unit rn.